Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the information available, the liberty select cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the patient¿s adverse event(s) or hospitalization.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy called fresenius technical support for assistance discontinuing ccpd therapy. The patient reported they were hospitalized. The patient stated they were disoriented, however no further information was provided. Multiple attempts were made to obtain additional patient demographics, hospitalization details, cause of the event(s) and the patient¿s current disposition, however no additional information is available.